Manufacturer narrative:
Device status. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported receiving a message indicating that an automated impella controller (aic) would not power off when the power button was pressed and held. A forced shutdown was performed as a temporary measure. It was further reported that a similar issue had occurred previously, and the user requested that the controller undergo a more thorough inspection. Additional information provided on (B)(6) 2026 indicated that the issue occurred after impella support had ended. At that time, the impella device had been removed and the connection cable disconnected. No alarms were reported to have been triggered during the event. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the aic being unable to power off could not be conclusively determined, as the issue could not be reproduced.